Event description:
It was reported that, during a cori procedure, upon advancing to the femur cut screen, an internal error was displayed. Exited case, calibrated, and continued on without issue and minimal delay (fewer than 30 minutes). No injury to the patient. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(4) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The screenshot/log file review confirmed the ¿unexpected pfs failure¿ when entering the femur bone removal screen as well as the internal error occurring after the pfs error. The internal error occurred after the user had quit the case, and while querying the case status, the intraop crashed and resulted in an internal error. This is a known software issue that is under investigation. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Further analysis of the software related to this event is being conducted by the software engineering team. No further containment or correction is required at this time.